Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator's user interface holder is about to break. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported problem with the ventilator user interface (panel) holder has not been confirmed. No parts have been replaced and the customer has not requested service. The customer has been informed that it is recommended to replace the user interface holder on the ventilator. Since no parts have been replaced, and no pictures were received, the reported problem cannot be confirmed and the root cause for the problem cannot be determined. The user interface holder that was loose (about to break) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts.

Event description:
(B)(4).